Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a keypad issue or received a button error and a motor error. The customer reported no adverse event. The event involved product(s) mmt-712ews. Troubleshooting was not performed. The customer identified the pump's time continues to advance. The customer reported alarm history showed more than one motor error alarm within last 30 days. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-712ews was requested and the customer response was the device will be returned.

Manufacturer narrative:
Unit had unresponsive buttons due to flattened (creased) all button dome switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error alarm, button error alarms and unable to download file history due to unresponsive button due to unresponsive button. Pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail, keypad trace noted during visual inspection. Motor passed motor test. Unit had scratched case, cracked reservoir tube lip, stained keypad overlay, stained address/serial number label and stained end cap sticker. The test reservoir locked in place properly and no anomaly noted. Unable to confirm motor error alarm, button error alarm due to unresponsive button. Unresponsive button due to flattened (creased) all button dome switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.